Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device smells like it is overheating. The device was returned to the biomedical dept for a report that indicated, "device smells overheat". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an overheating smell was not noted. Though requested, no additional info was provided.